Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was dislodged. The lead was explanted and replaced. No further information is available.

Event description:
New information revealed that the dislodgment was discovered when the patient presented for a follow-up. The patient was stable following the procedure.